Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified the flex vision pc was defective. To resolve this issue, fse replaced the flex vision pc and returned to philips for further analysis. The analysis confirmed the malfunction in flex vision due to power supply failure. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the flexvision pc was not turning on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.